Event description:
Customer's son reported customer took 50 units of humulin based upon a blood glucose result of 359 mg/dl on the advantage system, felt no symptoms of hyperglycemia. Customer's son reported that he called paramedics, who tested the customer's blood glucose at 59 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, was transported to hospital, and treated with unspecified IV. A request was made for the return of the system, replacement was sent.